Event description:
The physician attempted arteriotomy closure using the closer s tsl 6 fr. Device. Good closure was achieved, followed by slight ooze. Two hours later, the patient had flank pain and nausea, low pressure. The pt went to CT to confirm retroperitoneal bleed at 4pm. The pt was infused with platelets later that day at 7:30pm. On the morning of the next day, hemoglobin and hematocrit was low, so the physician ordered a two-unit blood transfusion.